Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. A replacement pump was provided by technical support, who also instructed the customer to place the malfunctioning pump in storage mode before returning it using a pre-paid label. The customer understood these instructions and acknowledged receipt of the field correction email notice.